Event description:
Reference number (B)(4) event occurred in netherlands. It was reported that patient faced infusion set tubing came apart from the site on (B)(6) 2025. The infusion set was in use for two days. The site of detachment was left abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: netherlands.